Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry, in lens case/vial. Visual inspection found the lens optic and haptic bent and deformed. There was evidence of clear surgical residue on the lens surface. Dimensional and refractive (functional) verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -0.50/+1.5/065 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced a refractive surprise. The lens was exchanged for another same model but different diopter lens and the problem was resolved.